Event description:
The hcp reported post-operative confusion after routine device replacement surgery. The patient became combative and was admitted to the hospital for observation. The patient was discharged the next day. Refer to medwatch report #6000153-2007-02799.